Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was implanted with one partial recapture. Minor effusion (6mm) was noted by the echo imaging physician after the case. There was no drop in pressure or growth in a twenty minute period. The patient remained stable and a transthoracic echo later in the afternoon confirmed stability.